Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an invalid lead, and an x-ray confirmed a fractured lead. The patient did report a fall. Manufacturer's representative met with patient and was able to restore therapy with reprogramming, however, the patient may require surgical intervention at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06186. Additional information was received stating. Surgical intervention took place where the lead and ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.